Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >500 mg/dl (high). The patient was treated with IV (intravenous) fluids and was prescribed lantus (50 units every night). The patient was released the following day. The pod was not worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time, and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158".

Manufacturer narrative:
In the case description, the user mentioned having high bgs while using the system. Inspection of the android log files downloaded from the returned controller found that the system was used primarily in manual mode as the user did not have a cgm successfully paired to any of the pods used. The phb data showed one instance of the system being in automated mode that occurred after the date of occurrence. The system was in automated mode: limited as expected due to a cgm not being paired with the pod, however the system was suggesting insulin based on the limited mode algorithm. No evidence of issues with insulin delivery were observed in the available logs. During the investigation, the controller was found to function as intended. The controller was able to pair with an unused pod, which paired with a cgm emulator, and the controller was able to command a 5u bolus, receive cgm values, switch modes, and deactivate the pod with no issues. The system was found to function as intended with no evidence of issues that would prevent the delivery of insulin.